Manufacturer narrative:
Concomitant products: product ID: 97792, lot# n466942, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type, recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient felt a zinger/jolt from the system which caused the patient¿s leg to buckle. The patient¿s leg buckling from the jolt resulted in her falling backwards and landing directly on the stair directly on her implantable neurostimulator (ins) resulting in bruises, swelling, and becoming concussed. Following the fall the patient had difficulty communicating with her recharger and was unable to charge and hadn¿t been able to since (although she was still getting therapy where she needed). The patient had been using the recharger to turn the ins off and on since the fall. The manufacturer¿s representative (rep) wasn¿t able to establish telemetry with the clinician programmer, recharger, or patient programmer (pp) as though the ins was in overdischarge. It was noted the patient typically went three weeks between charges and last charged three weeks prior to the report. An x-ray was done the day of the report to make sure that the device had not flipped but instead showed that the leads moved and pulled down from the top of t-10 to t-11, but this did not affect the patient¿s coverage. The antenna locate feature was used and the rep. Reported getting between 36-48. A power on reset (por)/physician mode recharge (pmr) was initiated and the patient was sent home to finish the one hour recharge. The patient called the rep. Back and stated the device still wouldn¿t charge. It was then reported that the patient had therapeutic effect until the day prior to the report and last felt stimulation the day prior to the report. The rep. Was waiting to hear from the patient as to when they could come back in. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was revised and had good coverage. The battery was replaced. The manufacturer¿s representative (rep) was working with the hospital to have the device sent back for analysis; the hospital was currently in possession of the battery.